Event description:
It was reported that a user¿s continuous glucose monitoring did not scan after sensor placement because the user had not scanned and paired the freestyle libre 3 sensor within the ilet application; upon guided troubleshooting and education, the user successfully scanned the sensor and confirmed warmup initiation. Symptoms included no reported adverse clinical effects. Outcomes included restoration of cgm pairing and initiation of sensor warmup with no impact to dosing beyond initial cgm unavailability warnings. Investigation included review of use and pairing steps with user confirmation and functional check via successful scan. Investigation of this case revealed a use error related to pairing the incorrect or unpaired sensor type, with no device hardware malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error during setup.